Manufacturer narrative:
Additional information: bd pas received complaints from customers indicating the absence of the bevel on the non-patient (np) needle end of the eclipse blood collection needle product (specifically for catalog# 368608, lot# 8207894) causing blood leakage. Bd is conducting a voluntary medical device recall of a single lot of bd vacutainer® eclipse¿ blood collection needles 22gx1.25 based on confirmed complaints that the bevel is missing from the non-patient (np) needle end of the eclipse blood collection needle. Please reference bd recall #: pas-19-1429-fa, associated with res82351.

Event description:
It was reported that during use of the bd vacutainer® eclipse¿ blood collection needles blood is leaking out of the rear needle cannula while changing blood tubes. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® eclipse¿ blood collection needles blood is leaking out of the rear needle cannula while changing blood tubes. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for blunt needles on the non-patient end with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer samples, the customer¿s indicated failure mode for blunt needles on the non-patient end with the incident lot was observed. Based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. As a result, bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use of the bd vacutainer eclipse blood collection needles blood is leaking out of the rear needle cannula while changing blood tubes. There was no report of exposure, injury, or medical intervention.